Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be determined; furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the report of bleeding could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU lists infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document contains information regarding the recommended anticoagulation therapy and inr range. Additionally, the hm3 lvas IFU and hm3 lvas patient handbook both provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had increased drainage and bleeding from around the driveline for 2-3 days. The patient was started on doxycycline 100 mg capsule twice daily on (B)(6) 2018 and stopped on (B)(6) 2018. A wound culture was performed on (B)(6) 2018 and was (B)(6) for (B)(6). The patient reported that the drainage improved but never went away completely but increased again at the end of (B)(6) 2018. (B)(6) (500 mg capsule twice daily) was started on (B)(6) 2018 and driveline cultures were again (B)(6) for (B)(6). (B)(6) was increased to 500 mg four times daily on (B)(6) 2018. The patient did not respond to the (B)(6) and was then given parenteral therapy as it was recommended. The patient received 4 weeks of (B)(6) and the was completed in mid-(B)(6). Two weeks later the patient reported that they were still experiencing scant drainage but it had markedly decreased and they were doing well.